Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during an atrial fibrillation a farawave nav catheter was selected for use. During the procedure four catheters displayed clearly visible water marks on their handles. The packaging of these catheters were not damaged, and the issue was present upon opening the catheters. None of the four catheters were introduced into the patient. The catheter was replaced and the procedure was completed without any patient complications.